Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The reported patient effects of myocardial infarction, arrhythmias, dissection, perforation, hypotension, occlusion and angina and are listed in the trek rx and mini trek rx coronary dilatation catheter instructions for use as known possible adverse effects. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The serious injury/ illness/ impairment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device issues listed in the report are captured under a separate medwatch report.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott rx mini trek coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, myocardial infarction, spasm, hypotension, angina, acute close, myocardial ischemia. The report also found performance issues with the cdcs such as issues with delivery, inflation, deflation, balloon burst, and withdrawal.